Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device was making noise during pre-use checking at the hospital. There was no patient involvement nor harm. There was no delay to therapy. The philips field service engineer (fse) confirmed and duplicated the reported issue. The noise was generated when the blower was running. Following the evaluation of the device, the fse replaced the blower to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The blower assembly was returned to failure investigation. The blower assembly passed all testing. The reported complaint of a blower noisy was not duplicated; no faults were found on the returned blower assembly.